Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on its forceps elevator. There was no patient involvement.